Event description:
Hcp reports the pt experienced withdrawal symptoms. The pt was given a 3mg bolus "over a 90 minute period with good effect, however again experienced withdrawal shortly thereafter." The pt does not tolerate oral medication well so the pump was explanted in 2003. A follow up report will be sent when additional info is obtained.